Event description:
The customer reported that the device failed the op check test with a "replace pads cable" message. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed the op check test with a "replace pads cable" message. There was no pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.